Event description:
It was reported that the patient had revision surgery on (B)(4) 2010 due to a reported lead discontinuity and an increase in seizures. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. X-rays were reviewed by the manufacturer. Upon review, although an area of suspicion was observed in the lead body, no obvious lead discontinuities were observed in the x-ray images provided. The explanted products have been discarded and cannot be returned to the manufacturer for analysis. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected.